Event description:
It was reported that this system with a right atrial (ra) lead, right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) showed both ra and rv leads having dislodged. The rv lead was repositioned. According to the field representative, the patient's regurgitation was responsible for the lead migration as far as they could tell. The patient did receive an inappropriate shock due to crosstalk from the placement of the lead. The v lead was sensing the p-waves. The rv lead and the ICD remain in service. A new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.